Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: on investigation, the pump powered on without functioning audio tone due to cracked solder on the internal audio tone component. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.